Event description:
It was reported that in a clinical observation of "maximal flexion and patient outcomes after tka, using a bicruciate-stabilizing design" it was documented on the paper that the journey ii bcs replacement prosthesis (smith & nephew) was implanted to 62 patients. One patient had persistent pain. It was treated with injections.